Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional: d10, h3, and h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system explant procedure due to upgrade. During the procedure, while positioning the atrial lead, it was noted that the helix failed to extend. The lead was not used and was replaced. The patient was stable condition before, during, and after the procedure.